Event description:
The following information was provided: as per pss implant request: loosening gmrs proximal humerus prosthesis with pathological fracture. History of periosteal chondrosarcoma proximal humerus, excision and replacement with gmrs proximal humerus done in 2015, defaulted follow up, came back with loosening with periprosthetic fracture, biopsy revealed no evidence of tumour recurrence. Plan for revision.